Event description:
As reported by an edwards field clinical specialist, approximately 3 years and 10 months post implant of a sapien 3 valve in the aortic position, a 2nd sapien 3 ultra was implanted. Upon review of medical records, the patient underwent a transfemoral tavr with a 26mm edwards sapien 3 valve, a post deployment aortography showed mild paravalvular leak with slightly high positioning 95:5 aortic/ventricular. Transesophageal echo showed a well-seated valve with trace paravalvular leak, with a mean gradient of 7mmhg. There were no complications during the procedure and no issues with the edwards devices was reported. The patient was transferred to the post-anesthesia care unit in stable condition. Approximately 3 years and 10 months post tavr procedure, the patient presented to the emergency room with shortness of breath with exertion of approximately 6 months duration. Upon workup, the patient was found to have systolic heart failure and afterload reduction in the setting of mitral regurgitation. A tee performed during this admission revealed severe paravalvular aortic insufficiency. There is also moderate mitral stenosis and moderate mitral regurgitation. The patient underwent a valve in valve procedure with successful results, no paravalvular leak and normal gradient at the end of the procedure. Per report, there was a heavy calcium burden around the anulus resulting in moderate paravalvular leak (pvl).

Manufacturer narrative:
The investigation is ongoing. Valve remains implanted in the patient.

Manufacturer narrative:
Update to h6 (type of investigation, investigation findings, investigation conclusions) and h10 to reflect engineering investigation. The 26mm sapien 3 valve was not returned to edwards for evaluation as it remains implanted in the patient. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. A device history records (DHR) review did not reveal any issues that could have contributed to the reported events. A review of lot history revealed no additional complaint associated with each serial number. The commander delivery system IFU was reviewed for guidance and instructions. Potential risks associated with the use of the valve include paravalvular or transvalvular leak. There was no IFU or training deficiencies identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for paravalvular leak post implant was confirmed based on medical record. A review of DHR, lot history, and complaint history provided no indication that a manufacturing nonconformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported, 'approximately 3 years and 10 months post implant of a sapien 3 valve in the aortic position, a sapien 3 ultra was implanted. The patient presented with shortness of breath with exertion for approximately 6 months. An echo (tee) revealed severe paravalvular aortic insufficiency.' In addition, per the event description, 'there was a heavy calcium burden around the annulus resulting in moderate paravalvular leak (pvl).' Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valve and the transcatheter valve replacement procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Review of medical record revealed progressive valvular disease including multi valvulopathy, systolic heart failure, mild hypertrophy, moderate mitral stenosis, and moderate mitral regurgitation in addition to severe aortic paravalvular leak. It is possible that the resulting heart disease had influenced the biomechanics of cardiac function, leading to morphological changes in the aortic valve, and thus, giving rise to the paravalvular leak. Additionally, the event description mentioned presence of aortic annular calcification, which can prevent the pvl skirt from sealing properly against target tissue, and thus, contribute to the formation of pvl channels. In this case, available information suggests that patient factors (calcification, htn and cardiac remodeling) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No manufacturing non-conformance was identified or IFU deficiencies were identified; therefore, no product risk assessment nor preventative or corrective actions are required.